Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator device will not switch on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2011 and performed to specification up to and including the last log entry on the (B)(6) 2015. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device and passed a self-test. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Investigation found the returned pad-pak was depleted beyond any use and having insufficient power to activate the status led or turn on. This would confirm the reported fault. Information from the pad-pak device history records confirmed that the pad-pak had successfully completed the voltage test prior to dispatch. The depletion of the battery pack must therefore have occurred after dispatch. The investigation was unable to determine the root cause of the cells in the battery pack became depleted. The device performed to specification throughout the history log and during testing at heartsine.